Event description:
A trilogy100 ventilator, u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy100 ventilator, u.s.a. Device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. Additionally, the device's missing rubber feet needed replaced. No repair performed. The device is awaiting an internal battery. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.